Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead had no sensing. The patient is noted to be in very low amplitude atrial flutter. The lead was capped and replaced. No patient complications have been reported as a result of this event.